Event description:
Customer reported that she was hospitalized due to high blood glucose and dka. The glucose reading at the time of hospitalization was 700 mg/dl. Customer stated that she had bent cannula and not getting no delivery alarm prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.